Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-may-2018, UDI#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during a replacement procedure, high impedances were measured and no motor response was seen. As a factor that may have led to the issue, the patient stated they may have fallen and ¿broken something¿ several years ago. The doctor attempted to remove the lead (to replace it) which resulting in it fracturing and 4 electrodes remaining in place (¿other half got left inside¿). The lead portion that was removed was discarded as the physician indicated that they ¿did not feel the lead should be removed¿. The doctor then placed a new lead on the patient¿s opposite side. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive; no injury¿. There were no further complications reported or anticipated.